Manufacturer narrative:
(B)(4). Customer service engineer verified the customer complaint of the failed leak test. The pump has a leak and fails to put out the appropriate amount of volume and needs to be replaced. The air intake cover is cracked and needs replaced. The unit is approaching the time for it to receive the two year preventive maintenance(pm). It was recommended to have the pm done at the same time as the replacements are done. Parts estimate were sent to the customer. There is no available additional information.

Event description:
It was reported that during patient use, the ventilator did not pass the leak test. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.